Event description:
Healthcare professional reported "deflation" and "exchange of textured devices due to product concern." Healthcare professional later reported "implant deflated by surgeon." This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "deflation not device related" and "exchange of textured devices due to product concern." Healthcare professional later reported "implant deflated by surgeon not device related." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g1, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (B)(4) - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" and "exchange of textured devices due to product concern." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation-use error: observed opening on the anterior side assessed as surgical damage per rga. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "deflation" and "exchange of textured devices due to product concern." Healthcare professional later reported "implant deflated by surgeon." This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "deflation not device related" and "exchange of textured devices due to product concern." Healthcare professional later reported "implant deflated by surgeon not device related." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation-use error: observed opening on the anterior side assessed as surgical damage per rga. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.